Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the customer reported problem of a flogard infusion pump with an "f-38 alarm" was confirmed on customer site. Service determined that the cause was due to damaged force sensing resistors (fsrs), which were replaced onsite at the facility by a baxter field service technician to resolve the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that an f38 alarm f-38 alarm occurred with a flogard infusion pump when it was turned on. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received a follow-up will be submitted.